Manufacturer narrative:
A free air test was conducted on the arrays of the unit to identify presence of a performance issue. Temperature readings on the left array were 125 and 136 degrees fahrenheit, verifying unit was not operating within specifications. A solder bridge was found covering the resistor, which may have contributed to the adverse event.

Event description:
Patient reports receiving a burn on left calf following treatment with the anodyne home unit. Patient reports burn occurred approximately 15 minutes following start of treatment. Patient did not seek medical intervention for the burn.